Event description:
It was stated that leakage was discovered on the blue d-60 manifold during setup. The issue was fixed by replacing it with a new set. During investigation, found the two leaks coming from the tubing of the gas vent assembly, both upstream and downstream. This malfunction makes the event reportable.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that leakage was discovered on the blue d-60 manifold during setup. The issue was fixed by replacing it with a new set. During investigation found the two leaks coming from the tubing of the gas vent assembly, both upstream and downstream. This malfunction makes the event reportable. During visual inspection found no damages or anomalies observed. In order to replicate clinical use, the fluid warmer was installed onto a level 1 fluid warmer. The heat exchanger assembly was successfully installed, and no leaks were observed during operation (recirculating fluid path only). The infusate line was then primed using an ICU medical provided IV bag. Two leaks were observed, coming from the tubing of the gas vent assembly, both upstream and downstream. Upon closer inspection under magnification, a channel was observed for each of the tubing junctions. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana.